Manufacturer narrative:
The actual device was received and is awaiting an evaluation. A follow up report will be submitted upon completion of testing or if additional information is obtained. A review of the two year service history shows no similar reports for this serial number.

Event description:
The facility reported an infusion pump with failure code 12:303. It is not now if this occurred while infusing on a patient. The facility representative stated that no patient injury or medical intervention was involved. Information regarding additional contacts, patient demographics, medication involved and pump programming was requested but none was provided.